Event description:
It was reported that on the day after the port was implanted, the catheter separated from the port. The catheter was removed from the pt's right superior vena cava via the femoral approach using a snare. There were no pt complications.